Event description:
Pt had surgery in 2006 for lumbar decompression, hemovac drain placed in wound at time of surgery. Drain removed in am by md. He noted a piece broke off. Pt had to return to surgery for wound exploration and removal of catheter.